Event description:
It was reported that an infusor with a patient control module over infused during therapy. The patient was delivered 10 ml/hour over ten hours instead of 5 ml/hour over twenty hours. The button on the patient control module was not released and remained pushed in. The infusor was filled with an unknown amount of nolotil, enantyum and tramadol. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.